Event description:
On (B)(6) 2014, a patient underwent the port placement. In (B)(6) 2025, post port placement procedure, when trying to pull the catheter out, resistance was encountered. Physician applied a little bit of force to the catheter to pull it out & the catheter ruptured at the very distal part. It was further reported that majority of the catheter was removed and there may be a short segment of catheter still in the vein. The current status of the patient is unknown.

Manufacturer narrative:
H11: manufacturing review: the device history records have been reviewed, and this lot met all release criteria. Investigation review: the physical device was not returned for evaluation. No photos were provided for review. Therefore, the investigation is inconclusive for the reported catheter difficult to remove, rupture and separation as no objective evidence was provided for review. A definitive root cause could not be determined based upon the provided information. It is unknown whether patient and/or procedural issues contributed to the reported event. Labelling/packaging review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. D4 (unique identifier UDI) #), g2, g3, h4, h6 (method). Section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2014, a patient underwent the port placement. In (B)(6) 2025, post port placement procedure, when trying to pull the catheter out, resistance was encountered. Physician applied a little bit of force to the catheter to pull it out & the catheter ruptured at the very distal part. It was further reported that majority of the catheter was removed and there may be a short segment of catheter still in the vein. The current status of the patient is unknown.

Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records will be performed. The sample has not been returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable. H11: section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.